Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison with I-stat vs stago. There was no patient information available at the time of this report. The customer reports that the patients are treated based on the lab instruments results. Date: (B)(6) 2013, pt: 37, I-stat: 5.4, stago (lab): 4.74; (B)(6) 2013, (B)(6), 5.0, 3.45; (B)(6) 2013, (B)(6), 3.9, 2.50; (B)(6) 2013, (B)(6), 7.5, 4.91; (B)(6) 2013, (B)(6), 6.9, 3.96; (B)(6) 2013 (B)(6), 5.7, 4.32; (B)(6) 2013, (B)(6), 5.1, 4.61. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 10/21/2013 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.